Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, pusherwire removal difficulties were encountered resulting in a damaged coil. The target lesion was located in a mildly tortuous arteriovenous fistula located in the forearm. Another manufacturers' guide catheter was advanced followed by a renegade microcatheter. This 5mm x 15cm fibered idc 2d coil was selected for treatment. The physician experienced some resistance advancing the coil past the hub of the renegade catheter. Once past the hub, the coil was advanced through the renegade without difficulties. Some difficulty was then experienced releasing the coil from the pusherwire. Once released, the coil placement was perfect. After the coil was released an attempt was made to withdraw the pusherwire; however, the pusherwire became caught on the coil. In order to release the coil, the physician torqued the pusherwire until the wire released causing the coil to straighten out. The pusherwire was then removed and a snare was advanced to retrieve the straightened coil. The renegade catheter was then switched out for another renegade catheter. The physician attempted to advance another 5mmx15cm coil and a 6mmx20cm coil through the renegade; however, the coils would not advance past the hub. The renegade catheter was removed and the procedure was completed with another manufacturers' catheter and coils. A small hematoma developed at the access site which was resolved with some hand pressure. No further patient complications were reported and the patient's status is good.